Event description:
Since (B)(6) 2025, the clinic noticed an increasing number of affected channels. The user will follow-up with the clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.